Event description:
It was reported that during a coronary stent procedure, the shaft broke while advancing into the guide catheter. The catheter was removed without incident. No pt injuries or complications occurred.